Event description:
Additional information was received from the healthcare provider via a company representative on 11-jun-2024 who reported that the patient stated they stopped getting relief. A dye study was performed according to the physician and the catheter couldn¿t be aspirated. The old catheter was explanted entirely, and a purse string suture used to close puncture hole. A new catheter implanted and aspirated perfectly. It was unknown if there were any environmental, external or patient factors that may have led or contributed to the issue. Following the revision, the physician dropped the original dose and ptm (personal therapy manager) dosage by 50%. The pump was delivering dilaudid 10mg/ml at 1.6mg/day. The issue was resolved at the time of the report, and it was noted that the healthcare provider would not have any further information regarding the event.

Manufacturer narrative:
Continuation of d10: product ID 8780 serial# (B)(6) implanted: (B)(6) 2020 explanted: (B)(6) 2024 product type catheter product ID 8780 serial# (B)(6) implanted: (B)(6) 2023 explanted: (B)(6) 2024 product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780 serial# (B)(6) ubd 2021-09-06 UDI# (B)(4) product ID: 8780 serial# (B)(6) ubd 2025-06-29 UDI# (B)(4) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient receiving dilaudid and bupivacaine via an implantable pump. The indication for use was non-malignant pain. The patient reported they have had volume discrepancies for a couple of years. Per the patient, the last refills had zero medication missing from the pump and they are showing no signs of medication in their system. The patient stated their pain was increasing and they had an MRI done. The patient was supposed to have a catheter dye study done but they were in the hospital with a kidney infection. The patient was redirected to their healthcare provider.